Event description:
It was reported that two xience xpedition stents were implanted in a mid right coronary artery (mrca) and the next day, there were non-serious slightly elevated creatinine kinase-myocardial band (ck-mb) levels. There was no angina, no myocardial infarction, and no treatment reported. The elevated ck-mb resolved on (B)(6) 2014. The patient was discharged home on (B)(6) 2014. Additionally, information was received stating that the xience xpedition 4.0 x 12 mm stent was expired when implanted. There was no adverse patient sequela reported due to this expired device. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for use after expiration from this lot. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the xience xpedition, xience xpedition sv, and xience xpedtion ll everolimus eluting coronary stent system instructions for use (IFU) states: do not use after the use by (expiration) date. Based on the reviewed information, no product deficiency was identified.